Event description:
The ceramic tip portion of vapr se electrode broke off during use. The ceramic fragment was retrieved from the joint at the time of the event. No patient injury occurred as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.